Manufacturer narrative:
Samples were serum collected in sst tubes. While the customer was troubleshooting (ts) with an assay specialist a tbhcg reagent pack was found to have been shared between the customer's two access systems. When this occurs the instrument does not detect that the pack test count is incorrect. Service was not dispatched for this event as use error is the root cause for this event.

Event description:
A customer contacted beckman coulter inc (bci) in regards to obtaining a tbhcg (total beta - human chorionic gonadotropin) result of 0 and no value with ind flags on four patients' samples generated by the access 2 immunoassay system. Upon repeat, the customer loaded a new reagent pack into the instrument and results were obtainable. No erroneous results were reported out of the laboratory. The customer did not receive any report of patient injury requiring medical intervention or change to patient treatment attributed or connected with this event.